Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm permanent cautery hook instrument was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires we exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The grip cable is broken.